Event description:
The customer was hospitalized due to low blood glucose levels. Customer's wife stated that she felt that the paradigm link was not working. Troubleshooting was performed, and the pump passed all required testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused, or contributed to the event as no prodcut has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.